Event description:
The customer reported that at the end of the cataract procedure, when the surgeon was hydrating the wound, the needle/cannula came off the end of the 3cc luer lock syringe and went into the pt's eye. Unspecified pt harm reported. Additional information requested.

Manufacturer narrative:
A sample is not expected to be returned for evaluation. A root cause has not been identified. (B)(4).